Manufacturer narrative:
This device remains implanted, therefore technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that there was an alert from the home monitoring equipment, that this implantable cardioverter defibrillator (ICD) device exhibited high, out of range shock impedance 115 ohms. A technical service consultant reviewed available device data showing shock impedance between 90 ohms to 115 ohms, consistently over the past year. Pacing impedance gradually increasing from 483 ohms to 611 ohms, still within normal range. Normal thresholds @ 1.0 v, sensing @ 5mv. No noise or oversensing. No adverse patient effects were reported. The device remains implanted.